Event description:
The customer alleged obtaining thirteen (13) erroneous na (sodium) results involving the beckman coulter au680 clinical chemistry analyzer. The customer cleaned the ise (ion selective electrode), replaced the reagents and electrodes and performed other user guide's maintenance and troubleshooting steps but issue was not resolved. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Patient samples were repeated and rerun results were reported out of the laboratory. A beckman coulter field service engineer (fse) was dispatched and stated that the customer obtained erroneous results as well as failed calibrations. The fse discovered a bent mixer paddle and proceeded to replace the paddle. Ise a/d unit errors were generated and the fse noted air in the reference tubing while priming the ise. The fse replaced the ise reference valve and repair was verified per established procedures. Failure mode is attributed to a faulty ise reference valve.